Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed rewind and self tests; it failed prime or seating test. During loading, the motor stopped short of loading when it was supposed to. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Did not note any signs of insulin or dried insulin on the motor, motor slide, or motor sleeve. The motor was tested outside the device, and it passed. The load failure is probably due to a problem with the electronics. Unable to perform the displacement, basic occlusion, force sensor, and occlusion tests due to the motor defect.